Event description:
It was reported that for 6-8 month follow up post successful subject stent implantation procedure (on (B)(6) 2025) for ophthalmic ica, proximal end fish mouthing in stent stenosis as well as a proximal endo leak was noted. Patient currently asymptomatic and refusing retreatment. Hence patient will be probably going to start on aspirin for life.